Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 4/17/2025, a patient reported via phone that she experienced pain after a total shoulder replacement procedure of the right shoulder on (B)(6) 2024. An arthrex product with an unknown product part number was implanted. The patient was prescribed motrin for the pain. Towards the end of 2024, she experienced an allergic reaction. She had no rash or fever but experienced constant itching all over her body and is seeing an allergist. She requested the material composition of the unk implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.